Manufacturer narrative:
The samples were collected in hemogard tubes. Qc was ran before and after the event and results were within acceptable ranges. The instrument did generate some errors for plt for which the customer sop directs the operator to run qc, this was not followed. A field service engineer (fse) was dispatched: the fse replaced solenoid 61, which was inoperable. Hardware may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer reported that lh750 instrument generated erroneously high platelet (plt) for approximately 140 patients. The erroneous results were reported out of the lab. All patient samples were re-tested and corrected reports were sent out. Patient printouts were requested but not provided. Based on available information there was no effect on patient treatment.